Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "weird sensation, pain like pulling or little lump on the right side" and later confirm right side rupture and concern with the product. Device remains implanted.

Event description:
Patient reported a "weird sensation - pain like pulling or little lump on the right side" and later confirmed right side rupture and concern with the product. Healthcare professional later affirmed rupture, capsule, capsular contracture baker grade iii and malposition. Device was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: malposition and capsular contracture, baker grade iii.

Event description:
Patient reported a "weird sensation - pain like pulling or little lump on the right side" and later confirmed right side rupture and concern with the product. Healthcare professional later affirmed rupture and capsule. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported a "weird sensation - pain like pulling or little lump on the right side" and later confirmed right side rupture and concern with the product. Healthcare professional later affirmed rupture, capsule, capsular contracture baker grade iii and malposition. Device was explanted and replaced.